Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, as recommended size delivery system for use with a 8 mm amplatzer septal occluder is an 6-7f.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an 8mm amplatzer septal occluder was chosen for implant with an 8f amplatzer torqvue delivery system. During deployment, the device had a cobra deformation. A decision was made to replace the device with a 10mm amplatzer septal occluder but the replacement device also had a cobra deformation. It was then decided to remove the replacement device and abort the procedure. The deformed device was never released from the delivery cable while inside the patient. It was reported there was interaction with cardiac structures during deployment. There was no report of any angulation/kink noticed in the delivery system. There was no report of any adverse patient consequences. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable. No additional information was provided.